Event description:
It was reported that there was a peep problem. Depending on how the parapac was placed the peep would or wouldnt work. When device placed on back, the max level of peep was 13 cmh2o.